Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a branch of the superior mesenteric artery (sma) using ruby coil lp, lp system detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the ruby coil lp to the target vessel using the microcatheter and attempted to detach it using the handle; however, the ruby coil lp failed to detach. The physician then attempted to manually detach the ruby coil lp but was unsuccessful. Therefore, the physician removed the ruby coil lp. The physician then performed a contrast run and noticed that the ruby coil lp had unintentionally detached within the microcatheter and was pushed to the target location by the force of contrast. The procedure ended at this point. There was no report of an adverse effect to the patient.